Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. False elective replacement indicator (eri) triggered on (B)(6) 2013 due to measurement system lock-up. Reset of the device by programmer with updated software cleared the false eri and lock-up condition on (B)(6) 2014. "Eri status" = 0. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) experienced a possible partial electrical reset. The patient's name seemed to disappear from the data and elective replacement indicator (eri) was noted, but they were able to clear the eri. A measurement lockup condition occurred and set the device to eri. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.